Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The patient remains on lvad support. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as a potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 20107. It was reported that the patient was hospitalized on (B)(6) 2018, for spontaneous brain bleeding and had an emergency craniotomy. A CT scan was performed and concluded that there was an acute large intraparenchymal hemorrhage involving the left frontal lobe with surrounding vasogenic edema and mass effect with effacement of the left frontal horn. An acute small intraparenchymal hemorrhage involving the left parietal lob with small amount of adjacent subarachnoid hemorrhage. The left-to-right midline shift measures up to 7 mm. The patient was transferred to the intensive care unit (ICU), and all anticoagulation was stopped. The patient had some post operation confusion that improved, where the patient was cleared by their neurologist and was discharged home on unspecified date. It was reported that the center will continue to monitor the patient on a monthly basis. No additional information was provided.